Event description:
Addendum: additional information received indicated that the target lesion was the proximal right internal carotid artery (rica). The neurological event was changed to having occurred during the index procedure prior to stent deployment. The patient had a neurological deficit upon leaving the angiography suite. The subject developed recurrence of left sided weakness, facial droop, dysarthria, and left hemiparesis prior to the deployment of the device. The event was not related to a cordis device or anticoagulation and was related to the index procedure. The patient was discharged seven days after the procedure with a nih scale score of two (2) and a stroke scale score of one (1). No additional information was available. The report is from the sapphire study. The patient was a (B)(6) female with a history of hypertension and a previous cea recurrent stenosis. The target lesion was the ostium of the right internal carotid artery. The lesion was 60% stenosed. The lesion was a 5mm in diameter and 32 mm in length. The lesion was moderately calcified and tortuous. A precise pro rx 8 x 40mm was deployed in the target lesion. Angioguard rx, size 5, was successfully deployed and retrieved during the procedure. The patient did not have any neurological deficit when she left the neurological suite. The day of the procedure the patient had a sudden onset stroke. Recovery was partial with minor residual. The deficits lasted greater than 3 months but fully resolved.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2011-00192 and # 1016427-2013-00142.

Manufacturer narrative:
Complaint conclusion: the report is from the sapphire study. The patient was a (B)(6) female with a history of hypertension and a previous cea for recurrent stenosis. The target lesion was the ostium of the right internal carotid artery. The lesion was 60% stenosed. The lesion was a 5mm in diameter and 32 mm in length, moderately calcified and tortuous. A precise pro rx 8 x 40mm was deployed in the target lesion. Angioguard rx, size 5, was successfully deployed and retrieved during the procedure. The patient did not have any neurological deficit when she left the neurological suite. The day of the procedure the patient had a sudden onset stroke. Recovery was partial with minor residual. The deficits lasted greater than 3 months but fully resolved. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Additional information received indicated that the target lesion was the proximal right internal carotid artery (rica). The neurological event was changed to having occurred during the index procedure prior to stent deployment. The patient had a neurological deficit upon leaving the angiography suite. The subject developed recurrence of left sided weakness, facial droop, dysarthria, and left hemiparesis prior to the deployment of the device. The event was not related to a cordis device or anticoagulation and was related to the index procedure. The patient was discharged seven days after the procedure with a nih scale score of two (2) and a stroke scale score of one (1). No additional information was available. (B)(4). Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2011-00192 and # 1016427-2013-00142.